Event description:
A malfunction with the code "malf 12" was reported, but no notable events occurred prior to it. The impact on the customer's blood glucose level was unknown as the customer declined to answer. Customer support provided information to reset the pump, and after assistance, the malfunction code did not recur. Customer was advised to continue using the pump and to contact support if issues reoccurred, which the customer acknowledged and understood.